Event description:
It was reported that the device reached elective replacement indicator in less than 5 years which was less than the expected longevity. It was also reported that the chronic right ventricular (rv) lead showed high unstable thresholds. The device was explanted and replaced. The physician elected to continue to use the chronic rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: (B)(4) implantable tachy lead (B)(6) 2007. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.